Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted to treat a calcified lesion in the proximal circumflex coronary artery. The lesion was pre-dilated with a 2.5mm by 16mm ptca balloon prior to insertion of the stent delivery system. The stent delivery system was advanced a reported 5mm into the lesion. However, it could not advance any further. Upon removal, the stent dislodged from the delivery balloon in an unknown site in the coronary artery. The dislodged stent was then deployed with a 3.0mm ptca balloon at the unknown site. Another s7 stent was deployed in the distal vessel. The pt was reported fine post procedure and there are no additional clinical sequelae reported related to the event. The calcified lesion not being 1:1 pre-dilated likely contributed to the event.